Event description:
It was reported that the patient had the pump removed due to (B) (6) infection. Final patient outcome was not provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).